Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer started up, displayed the software interface, and then the screen went black before showing an error message. It was determined at analysis that the finger-touch option was not working after the software update due to a defective touchscreen. Additionally, the upper left and right hinge assembly were worn out. The link electronic module (lem) board and touchscreen were replaced. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer started up, displayed the software interface, and then the screen went black before displaying an error message. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Correction: h6. Device codes (fdd/annex a). Img (annex g). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.